Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient experienced a shocking sensation at the ipg site. Surgical intervention was undertaken on an unknown date during which the scs system was explanted.

Event description:
It was reported that the explant surgery date was on the (B)(6) 2019.